Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's doctor reported parents brought patient to the hospital on (B)(6) 2014 with ketoacidosis. Blood glucose was 450 mg/dl. Doctor stated the parents are sure the pump does not deliver insulin correctly. Doctor reported they also missed an alert e4 (occlusion) error message. Requested return of the alleged pump for evaluation.